Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29 2007. Evaluation summary:the condition of pump with error code was confirmed. Inspection of the device found that the pump's event history contained failure code 570 which was caused by depleted batteries and indicated that the batteries were discharged to a potentially damaging level and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reported an infusion pump with an error code. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.